Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
In-situ measurements taken on the day of implantation, (B)(6) 2016, indicated impedance within normal limits on all channels. In-situ measurements could not be obtained on (B)(6) 2016 at activation and may be indicative of a device malfunction. There have been no changes in health or swelling or redness at the implant site reported. No history of accident or trauma. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements could not be obtained at activation and may be indicative of a device malfunction. There have been no changes in health or swelling and redness at the implant site reported. It is unknown if there was an accident or trauma.